Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse spiked IV bag and hung on hanger. Went to squeeze drip chamber and the tubing fell right out of the bottom of the drip chamber. Ns started to run all over from the bag. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of ivenix administration set was returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0032-1 per the applicable drawing. During the visual inspection a detached primary line was found from the spike/drip chamber. The separated spike was returned for evaluation of the ivenix administration set. No traces of solvent were observed at the tubing and the drip chamber of the set. Failure mode could be related to the lack of solvent at the connection. The customer complaint is confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection related to separated components during the manufacturing process and final physical inspections. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.